Manufacturer narrative:
(B)(4). Results: eval for the returned product shows that when tested using new batteries or a power supply, the alarm does power on. However, the alarm did not sound when the magnet was removed from the magnet plate. Add'l testing shows the speaker red wire is broken. (B)(4).

Event description:
Customer reported that the alarm has no power. The alarm was tested with new batteries. There was no visible damage to the alarm. There was no pt incident or injury reported. Eval for the returned product shows the alarm does not sound when the magnet is removed from the magnet plate.